Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "remove gloves and perform hand hygiene with provided alcohol hand sanitizer gel. Recommended use: hand sanitizer to help reduce bacteria on the skin." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that upon opening the device packaging, it was noted that the trays are missing the gel.